Event description:
State dept of health sent proficiency test specimens to lab holding a state lab permit. A total of 84 labs tested a simulated csf specimen containing group b streptococcus using antigen detection kits. Eight labs were unable to detect the presence of group b strep and all of these eight labs used the murex wellcogen bacterial antigen kit. Five of the eight used the same lot number. 38 labs did detect the presence of this antigen using the murex wellcogen kit. Lot number info is unk. Remel, the distributor of this kit, has been contacted by rptr and by clinical labs which used the kit and obtained an incorrect result. An investigation is ongoing. Rptr has provided them with samples of proficiency test specimen and they have requested that the kit be returned by at least one clinical lab so that they can evaluate it against rptr's samples.